Event description:
The customer observed a false positive anti-hbs result on the alinity I process module for one patient. The following data was provided (reference range 10.00 miu/ml): processed on (B)(6) 2025 anti-hbs = 6.75. Historical result from (B)(6) 2025 = 785.48 s/co believed to be a false positive there was no. Reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed a false positive anti-hbs result on the alinity I processing module for one patient. The following data was provided (reference range <10.00 miu/ml): processed on (B)(6) 2025 anti-hbs = 6.75 historical result from (B)(6) 2025 = 785.48 s/co believed to be a false positive there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I anti-hbs reagent, lot 69378fz01. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69378fz01. Historical performance of the alinity I anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot 69378fz01 is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 69378fz01.